Event description:
Device was labeled as a 12cm xlie, the actual device was 25cm.

Manufacturer narrative:
Device and labeling discarded at user site. Unable to confirm. A review of the lot history records show probable cause was the re-labeling of 2 units that became switched. Both units have been accounted for.